Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 weeks post implant of the ICD system. A cause of death was reported by the funeral home as cardiac arrest due to ventricular fibrillation due to a history of ventricular fibrillation and that the ICD implant surgery was related to the death. However, additional follow up information from the implant physician failed to indicate any relation between the surgery and the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. If any additional information is subsequently received it would be process and considered accordingly. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012, 457453 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.